Manufacturer narrative:
Patient identifier and weight were declined by site representative, registered nurse (rn) (B)(6). Return requested for suspect thoracic probe (B)(6) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon broke off a thoracic probe inside the patient. The surgeon retrieved the broken fragment by burring around the broken part with a baby ronjuer. It was reported there was no harm to the patient, other than burring around the part to ensure removal. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.

Manufacturer narrative:
Correction: the patient weight and gender are unavailable as the site registered nurse (rn) refused to provide the information, initials (B)(6).